Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found image failure (a green stain appears at the bottom right screen due to a malfunction of the charged coupled device) and rattling of model rings. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, had an image abnormality in the bottom right. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty charge-coupled device could not be identified. Olympus will continue to monitor field performance for this device.